Manufacturer narrative:
A review of the site history does not show any related or duplicate complaints related to the instrument. A review of remote logs revealed that the last time the product was last used was on (B)(6) 2020. The instrument has 7 lives remaining for use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no harm or injury to patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
During a da vinci-assisted surgical procedure, it was reported that cautery energy suddenly stopped working. The customer reseated the maryland bipolar forceps and changed the bipolar "code" with no change. The customer replaced the instrument, which resolved the issue. The procedure was completed with no reported patient harm or injury.